Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned for an unknown product performance issue. Requests for additional information were made but were unsuccessful. No adverse patient effects were reported.